Event description:
It was reported to company's legal department that the customer had been hospitalized with dka. Customer stated they called medtronic in 2004 for troubleshooting and instructed it was ok to use the device until a replacement was received. The next morning they were vomiting and later hospitalized for two days. When the physician removed the pump and the cannula on the infusion set was bent.